Event description:
Hcp reported following a pump interrogation/update session a motor stall occurred (stopping the pump) and the patient was sent home without verification of motor stall recovery. It appears a magnet was used to interrogate the pump. The pt was subsequently called back to the clinic and the pump was returned to normal operation. No pt symptoms were reported. The drug being delivered via the pump was not known.

Manufacturer narrative:
This report is being submitted following an internal audit.

Manufacturer narrative:
(B)(4).